Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the vela ventilator. It was seen that the unit experiencing high and low pip alarm. Tried celebrating exhibition diff no change. Performed 30" tub calibration no change. Performed exhl transducer pressures xdcr (transducer) test and the system failed. A replacement main board and exhalation valve will be ordered. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was on the patient, the ventilator malfunctioned and kept auto cycling at a rr of 60-70. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.